Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection, alarm log review and functional testing were performed. During the alarm log review and functional testing, the f-38 alarm was identified. The cause of the alarm was determined to be damaged force sensing resistors. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified an f-38 alarm (malfunction in tube misloading detection circuitry) on a flo-gard infusion pump. Additional information is not available.